Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had an open bite, experienced pain, teeth sensitivity, and discomfort due to the retainers.